Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported caravel microcatheter with its separated tip was returned or investigation. Microscopic observation found that the tip fragment was scratched most likely by being contacted by a relatively hard and sharp-edged object. Circumferential cracks were observed proximal to the torn end of the tip where the inner jacket was coming out, indicating that tensile stress had caused tearing of the tip. The separated tip was 2mm in length and the tip polymer had traces of ductile fracture when observed under microscope. Measurement of the returned caravel microcatheter suggested that the tip segment was stretched at approximately 2mm proximal to the tip end and turned into approximately 6mm long and detached, while the original tip length was 2mm long. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensional stress might have been locally accumulated to the distal segment of the subject caravel microcatheter while the catheter tip was caught by such a hard and sharp-edged object as the calcified lesion. Consequently, the tip polymer was stretched and ruptured due to ductile stress. Although it was concluded that this event was not attributed to product quality, removal of tip fragment by use of a snare and a guide wire was considered an additional treatment. It was also concluded that possibility could not be ruled out that some fragment might be left in situ should the same or a similar event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
It was reported that percutaneous peripheral intervention (ppi) was performed to treat a stenotic lesion in the #9 segment of the left anterior descending artery (lad). An asahi caravel microcatheter and an unspecified guide wire were used together to be inserted into the lesion; however, the distal segment of the caravel microcatheter got detached as pushing and pulling manipulations were applied after resistance was felt. An unspecified snare and an unspecified guide wire were used to remove the tip fragment. A different device was used instead to continue the procedure. An unspecified stent was deployed, and the procedure was completed. It was informed that there were no adverse patient effects and the patient was doing fine after the procedure.